Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day the sensor was inserted, the patient experienced a skin reaction with itching, redness, blisters, and pustules, under entire patch area. The patient stated that they got a bad allergic reaction and that the reaction was treated with a prescription of an oral antihistamine, bellozal. No additional patient or event information is available.